Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported material deformation (lock line knot) was due to user technique of unwrapping the lock line. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
This is filed to report a knot in the lock line, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was placed at a2/p2 with no reported issue. During deployment, the lock line was difficult to unravel. It seemed to be wrapped more tightly than normal and knotted upon itself. Eventually, one end (the end that could not be unraveled) was cut. The physician then removed lock line in normal fashion. The clip was successfully deployed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.